Manufacturer narrative:
Additional information received on (B)(6) 2016 and includes: the patient is suffering from dementia and would not follow instructions from medical staff post surgery. Batch review performed on 21 november 2016. Lot 146392: (B)(4) items manufactured and released on 26 november 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0, code 01.29.202, lot. 160544 (k112115). (B)(4) items manufactured and released on 19 april 2016. Expiration date: 2021-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had dislocated. The surgeon had originally planned to only change the liner and increase the head size. During the case, the surgeon felt that the stem had moved and explanted replaced it. Liner and head were explanted and were replaced.the revision surgery was completed successfully.